Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device was able to rotate, but was not able to reach optimal rpm with the returned rotawire within the device. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink near the proximal end of the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During testing, the rotawire was able to be fully inserted into the rotapro device with no resistance or issues. Further functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues when the test rotawire was inserted.

Event description:
It was reported that device entrapment occurred, and the tip of the guidewire separated. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.15mm rotapro and rotawire drive were selected for use. The rotation was platformed at 180,000rpm, but the maximum speed reached only reached 170,000rpm. Upon withdrawal, it was noted that the rotapro burr was entrapped with the rotawire. The devices were unable to be released and were removed as one unit. Consequently, a kink was observed, and a part of the distal tip of the rotawire was separated. The procedure was completed with the devices. There were no complications reported.